Manufacturer narrative:
(B)(4) a patient underwent a procedure with a smart touch bidirectional catheter. It was reported that the contact force value of the smart touch bidirectional catheter became clearly large. Zeroing was conducted several times but the issue continued. The issue was resolved by changing the catheter to another one. In addition, there was blood observed inside the housing area of the catheter. The procedure was completed without patient consequence. The returned device was visually inspected upon receipt and reddish material similar to human blood was found in the pebax. Further examination revealed pebax had damage that appears to be a puncture. An internal corrective action has been opened to investigate this type of pebax damage on the smart touch catheter. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. Then per the reported event (force), the catheter was evaluated for carto 3, screening test and coil disconnection tester and catheter passed all. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. The force feature was working properly. Finally, the force sensor resistance values were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint regarding the blood inside the housing area has been confirmed. For the force issue, it was not confirmed. An internal corrective action has been opened to investigate the damaged pebax on the smart touch catheter.

Event description:
A patient underwent a procedure with a smart touch bidirectional catheter. During the bwi failure analysis lab analysis, it was found that there was a very small puncture in the pebax section of this catheter . It was reported that the contact force value of the smart touch bidirectional catheter became clearly large. Zeroing was conducted several times but the issue continued. The issue was resolved by changing the catheter to another one. In addition, there was blood observed inside the housing area of the catheter, the procedure was completed without patient consequence. Multiple attempts had been made to obtain clarification to this complaint. However, no further information had been made available. The force issue was assessed as not reportable. The catheter was received by the bwi failure analysis lab on (B)(6) 2014. The issue with the blood observed inside the housing area of the catheter was originally assessed as not reportable as the analysis investigation was still being performed on the catheter. On (B)(6) 2014, the pebax was visually inspected. At this time, no holes, cracks or detached sections were found around the pebax. In addition, an irrigation test was performed and no internal leaks were found. On (B)(6) 2014, a higher microscope resolution was used to visually inspect the pebax. At this time, a very small puncture was noticed, not visible through the naked eye. No detachments were observed. This event was originally considered non-reportable, however, bwi became aware that the pebax had a very small puncture on (B)(6) 2014 and have reassessed the event as reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. UDI: (B)(4).